Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in insulin pump history. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump failed to alarm insulin flow blocked despite an occluded infusion set. The customer experienced a high blood glucose of 601 mg/dl which led them to visiting the hospital on (B)(6) 2019. They were treated via manual insulin injection. During troubleshooting, there were no anomalies noted with the insulin pump or current infusion set and reservoir. The insulin pump primed without incident and passed the displacement test. However, the absence of occlusion alarm was not addressed or resolved. The insulin pump will be returned for analysis.